Manufacturer narrative:
The device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to pain at implant site. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report.